Event description:
It was reported that during a percutaneous coronary intervention, difficulty removing the catheter and stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left anterior descending artery. A 3.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The physician attempted to withdraw the stent delivery system, however, strong resistance was encountered. The device was pushed further and was then removed from the patient. The device was retrieved intact but the mid segment of the stent was noticed to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, difficulty removing the catheter and stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left anterior descending artery. A 3.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The physician attempted to withdraw the stent delivery system, however, strong resistance was encountered. The device was pushed further and was then removed from the patient. The device was retrieved intact but the mid segment of the stent was noticed to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the stent was damaged. Two struts on one row towards the middle of the stent were lifted and pushed distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).